Event description:
The customer reported that during a roux-en-y open gastric bypass for morbid obesity, the device was used by the bariatric surgeon. The device would not seal the area twice, and the surgeon had to oversew the bleeding areas. Estimated blood loss was 100 ml. The pt did well post-operatively without complications, and was discharged three days later.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional info pertinent to the incident is obtained, a follow-up report will be submitted.